Manufacturer narrative:
Visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify more than three striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: more than three striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported left breast "swollen, thick liquid formation, presence of dehiscence of the suture, local infection" occurring approximately 60 days post surgery, and exposure. During the explant surgery, it was noted that device´s capsule was ruptured. Treatment included antibiotics. The device has been explanted.

Manufacturer narrative:
(B)(4). This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma, exposure, infection, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was infection, early onset. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left breast "swollen, thick liquid formation, presence of dehiscence of the suture, local infection" occurring approximately 60 days post surgery, and exposure. During the explant surgery, it was noted that device´s capsule was ruptured. Treatment included antibiotics. The device has been explanted.